Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring that holds the reservoir in place had fallen off. Customer's blood glucose was 14.5mmol/l at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.

Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to p-cap / reservoir will not lock properly. Unit received with cracked case on the back at the battery tube area, reservoir tube lip and battery tube threads. Unit received with missing serial number label. Unit received with minor scratched display window, case and keypad overlay.